Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was fully intact but the keypad symbols were worn. Evaluation revealed that the up and contrast keypad buttons were intermittently unresponsive and required multiple presses to elicit a response and the down and ok buttons responded appropriately. Evaluation revealed that there was contamination under all key contacts. Unrelated to the complaint, evaluation revealed that the display lens had a scratch like white spot. Device history record review was conducted on 05/22/2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.